Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) there was an outer insulation breached depression. The full lead was returned and analyzed. There was also blood/body fluid in/on the proximal conductor and helix mechanism. The outer insulation was breached cut and had a cosmetic depression, and there was a white substance present.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.